Manufacturer narrative:
Evaluation summary: it is reported that the patient was revised due to infection at which time the hardware was removed and a neff nail put in place. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10 to the -6th power or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. Evaluation: the device history records were reviewed for a nexgen cr articular surface and were found to be conforming; indicating the product was inspected, packaged, and manufactured to specifications. The device history records could not be reviewed for the cr porous femoral component or the porous pegged tibial baseplate as the part and lot numbers are unknown. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient's knee was revised and a neff nail was implanted due to infection. It is also reported that the patient has had multiple revisions, instability and previous infections on unknown dates.